Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device had previously displayed a code 1003 and was subject to a malfunction of the radiofrequency communication hardware and the battery depleted more quickly than expected. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the code 1003 and premature battery depletion. Representatives from our post market quality assurance, manufacturing and design engineering groups have identified the root cause of the open/resistive condition; this has occurred as a result of a demarcation on the mics module as a result of temperature exposure. As part of the supplier-owned corrective action, the supplier of the mics module has incorporated an additional cleaning step within the manufacturing process to improve the reliability of this component. This device was manufactured prior to the implementation of the additional cleaning step.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device had previously displayed a code 1003 and was subject to a malfunction of the radiofrequency communication hardware and the battery depleted more quickly than expected. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.